Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4783. Visual inspection noted the catheter balloon was asymmetrical. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, asymmetric balloon was observed with balloon concentricity 100/0. The catheter balloon 10ml deflated within 53sec. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h the complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, sterile water could not be drained foley catheter during pretest. Per notification from ucc on (B)(6) 2025, it was reported that catheter balloon was asymmetrical 100/0 was found during sample evaluation on 05nov2025.

Manufacturer narrative:
The complete initial reporter facility name is nagoya university hospital, tokai national higher education and research system. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that; sterile water could not be drained foley catheter during pretest.